Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event. Additionally, a lawsuit alleges the patient has sustained and will continue to sustain severe physical and emotional distress due to the lead.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead was returned for analysis.